Event description:
It was reported that the patient's controller alarmed for "connect power" on white power lead. The controller was exchanged and brought to the clinic. When the site tried to connect the white cable to batteries and power module, it did not light up with a "charging" message. The black cable functioned properly. The controller did not alarm appropriately when reconnecting the white power cable to external power; a connect power alarm remained active on the controller.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of connect power alarms on the white power cable was confirmed via analysis of the downloaded log file and during preliminary testing. The heartmate 3 system controller (serial number (B)(4)) was returned and evaluated at abbott burlington and a log file was downloaded. The downloaded controller event log file from the returned system controller contained data spanning approximately 1day ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured atypical power cable disconnect alarms active in the log file beginning on (B)(6) 2022 at 7:41:12 until 8:41:21 (when the controller was turned off). The intermittent power cable disconnect alarms that were active while connected to battery power were due to the rsoc voltage in the white power cable fluctuating and dropping to approximately 0 volts. The alarms did not resolve on their own as they were active until the controller was turned off and returned to abbott for analysis. There were no other notable atypical alarms active. Additionally, during the preliminary testing, a system controller self-test was performed, and the controller did not pass due to a connect power alarm active on the controller , confirming the reported event. The controller did not alarm appropriately when disconnecting and reconnecting the white power cable to external power; however, the controller passed all other steps of testing. The controller was re-connected to a mock circulatory loop in an attempt to reproduce the reported event; however, the controller operated as intended when operating on the mock loop. The system controller power cables were then tested and measured as intended. The white power cable was then dissected to reveal that all underlying layers and wires were in unremarkable physical condition. The power cable was then dipped in a saline bath in an attempt to ensure that no wires contained exposed conductors and all wires passed testing. No further testing was completed at this time as the reported event could not be reproduced. Provided information stated that per the information provided in the report, the alarm did not resolve, and the patient is on his spare controller and received a replacement controller to be the new spare. The root cause of the reported event could not be determined through this analysis. There were incidental findings of an alarm failing to clear. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, no external power alarm conditions, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.